Event description:
The bottle that the lenses come in contain one set of lenses which should have a pop top but the last four times the packaging has not operated as planned to the extent that she has had to use pliers to open the product which resulted in a cut finger.